Event description:
It was reported that on (B)(6) 2023 during surgical procedure, a 6mm/9mm cannulated stepped drill bit broke off and is retained in the patient. Retained fragments were observed on x-ray from the tip of the drill bit which was also observed on the drill bit tip after removal from the patient. Additional x-rays were obtained. Event was previously reported under report# mw5147790 anonymously by a nurse at an unknown facility. No contact information was available for follow up. This report is for one drill bit for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: reporter was an anonymous nurse at an unknown facility. G2: user facility report# mw5147790. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D3: manufacturer contact information updated. D4: UDI added. G4: 510k exempt.